Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent total laparoscopic hysterectomy, left ovarian cystectomy and cystoscopy due to menorrhagia, fibroid uterus, hemorrhagic left ovarian cyst and sui. It was reported that following insertion the patient experienced pain, bowel problems, recurrence, dyspareunia and other unspecified issues. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent diagnostic laparoscopy, excision of vaginal suture and repair of vaginal cuff on (B)(6) 2012.